Manufacturer narrative:
D10 - concomitants: (B)(6) - 170-32-50 - biolox delta option femoral head 32mm od, (B)(6) - 170-50-03 - biolox delta adapter 16/18-12/14; +3.5mm, (B)(6)- 146-32-51 - nv ehxl lat lnr g1 32mm. The reason for the revision reported cannot be conclusively determined but may have been due to re-occurring dislocations and prosthesis wear of the acetabular liner, as reported. However, dislocation and prosthesis wear cannot be confirmed from the information provided and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and radiograph were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that this patient's left hip was revised due to poly wear. Surgeon did a revision a year ago for poly wear and it has become a reoccurring dislocator per the surgeon. First revision surgery date was in 2022. Patient revised to exactech devices. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation . Unable to obtain x-rays. Device is not returning. Patient was last known to be in stable condition following the event.